Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. Related mdrs for this event: 2029214-2018-00103. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured, saccular aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that the physician attempted to detach the coil 3-4 times with instant detacher and one time with manual method, but coil did not detach. The new coil was replaced, and procedure completed. No patient injury was reported.

Manufacturer narrative:
Updated the device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil was in good condition and still attached to the pushwire. Instant detacher was not returned as it was discarded. The axium prime pushwire was found broken on the proximal end with a broken release wire extending out. The pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube). During evaluation, the pushwire was intentionally broken at broken distal to the break indicator at the manual detachment location (via hypotube). Implant coil detached from the pushwire as intended when release wire pulled out from the broken location. Follow up conducted to base on device returned missing proximal tip of the pushwire. Response received that tip of the pushwire was discarded. The instant detacher and the portion of the axium prime pushwire containing the tack weld replacement (twr) crimps were not returned; therefore, any contributing factors from these could not be assessed. The cause for the failure to detach the implant coil with the use of the instant detacher could not be determined. It is likely that the break in the release wire contributed to the failure to detach the implant coil by the manual method of detachment (via hypotube). The cause for the break in the release wire could not be determined; however, the customer did not break the pushwire in the correct location as described in the axium prime coil instructions for use (IFU). All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.